Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The device remains implanted, therefore the device will not be returned to the manufacturer. The expiration date on the label reflects an 18 month shelf life, however we have since continued out the testing to demonstrate the product is sterilized until 36 months. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It was reported the product had expired and was not noticed until after it had been implanted. Additional information was requested but has not been received at this time.